Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to verify pump error 43 due to motor anomaly. Unit received with corroded battery tube, missing retainer, missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error during the fill tubing process. The customer's blood glucose level was 190 mg/dl. Troubleshooting was performed. They ran the load reservoir and fill tubing process. The alarm recurred. The device will be returned for analysis.